Event description:
Report received of a tubing separation. The customer reported that the tubing separated at "the lower y-injection port below the backcheck valve." The device was reportedly not in use with a patient, and the separation was noted upon initial opening of the package.